Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one actual sample was received for evaluation. A visual inspection by the naked eye observed a broken occluder leg beneath the twist clamp. Function tests including leak and clear passage were performed with no issues noted. A clamp function test revealed leaks through the closed clamp. The broken occluder foot is the cause of the leak, fluid flow through the set. The reported condition was verified. The cause of the condition was undetermined, however, potential causes of the occluder feet damage include if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set or over torquing of the twist sleeve during use. A manufacturing record review was performed and did not identify any failures, rework, or deviations during the manufacturing process related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h1: type of reportable event: malfunction (previously reported as serious injury). Should additional relevant information become available, a supplemental report will be submitted.